Event description:
The patients device was explanted. The explanted device has not been received to date. No further relevant information has been received to date.

Event description:
The patient is being referred for explant as she did not feel that she got great benefit from the device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient reported that the device was disabled because it was making her have more seizures. No further relevant information has been received to date.